Event description:
It was reported through litigation process that sometime post a port placement, the patient allegedly developed with infection and thrombosis. However, the current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that, on (B)(6) 2020, a patient underwent port placement via the left subclavian vein for the treatment of laryngeal cancer. Approximately one month and one day later, on (B)(6) 2021, the patient was diagnosed with a clot, confirmed by an ultrasound duplex venous scan of left upper extremity. Additionally, the patient was diagnosed with staphylococcus aureus infection. Further, approximately one month and thirteen days later, on (B)(6) 2021, the patient was diagnosed with serratia liquefaciens infection, confirmed through blood culture. It was further reported that, on (B)(6) 2021, the patient was diagnosed bacteremia, and the port was removed on the same day. It was further reported that, during the removal procedure, a mild cloudy serous fluid was observed around the port. However, the current status of the patient remains unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation, medical report was provided for review. Medical record alleges that, a powerport isp m.r.I. Implantable port was implanted in a patient via the left subclavian vein for the treatment of laryngeal cancer. One month and one day later, an ultrasound venous duplex of left upper extremity revealed a partial occlusive clot within the subclavian and axillary vein. Further, one month and thirteen days later, blood cultures confirmed serratia liquefaciens infection. Subsequently, the port was removed one month and thirteen days later, due to bacteremia. The catheter tip was cut off and sent for culture. Mild cloudy serous fluid surrounding the mediport remained but was controlled with pressure. Therefore, it was confirmed that the patient had a partially occlusive clot in the subclavian and axillary veins, a serratia liquefaciens bacterial infection with bacteremia, and mild cloudy serous fluid around the mediport. However, the relationship to the port remains unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B3, b5, d4 (medical device lot #, unique identifier (UDI) #), g3, h6 (patient, method, result) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.